Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 46 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer was educated on the proper batteries that should be used for the insulin pump. No further assistance needed.